Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting unknown call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, a review of the black box showed one call service alarm on 11/21/2013. During testing, the pump rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened for further investigation and moisture corrosion was observed on the motor flex connector.the call service alarm issue was observed in the history but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).